Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a ruptured PICC was inconclusive because of the nature of the returned sample. The product returned for evaluation was two photographs depicting a 5fr t/l powerpicc solo provena. The depicted portion of the device included the molded joint and the extension tubes. A portion of catheter shaft was visible in the first photograph. Fluid residue was observed within the extension tubes and the markings were partially worn. Neither leakage nor extension tubing damage were clearly discernible during inspection of the submitted photographs; however, the depicted device could not be thoroughly examined or functionally tested. Consequently this complaint is inconclusive at this time. A lot history review (lhr) of reds4306 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that PICC ruptured near the external grey lumen near the hub during flushing.